Event description:
A customer reported a leak of 1ml of a red tinged fluid that is contained within the unicel dxh 800 coulter instrument. The customer suspects the leak is coming from the air mix and temperature chamber (amtc) area as the cassettes have liquid on them as they pass through the area. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and glasses. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. There is a risk management/exposure control plan in place at the facility. Material safety data sheet (msds) was not reviewed. Patient results were not affected. There were no discrepant results reported. There was no change to patient treatment associated with this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The fluids associated with this leak may be diluent, lyse or blood while in operation and cleaner while in shutdown. A field service engineer (fse) found the nucleated red blood cell (nrbc) mixing chamber drain plugged with the rubber from the tube stoppers. The fse cleaned the nrbc, differential and reticulocyte chambers, removed the tube stopper debris, and the leak was resolved. Failure mode is the nrbc chamber plugged with tube stopper debris. (B)(4).